Manufacturer narrative:
The return of the device was requested, but it has not yet been returned to the manufacturer. Code b17 is applicable. As information indicates the day prior to the surgery, a different surgeon performed a case with segmental tracking with no issues, and as the optical navigation used during this procedure was determined to be accurate, the issue appears to be with the segmental tracker rather than the navigation system. Additionally, a system checkout, completed on the system was unable to replicate the issue. Codes b15, c20 and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during tracking. An electromagnetic (em) tracker was placed on the hybrid reference frame, which was placed on the patient using a spinous process clamp. The imaging system was used for registration. Segmentation and planning of screws was done while using a unid plan import. When the site went into tracker assignment, the em tracker was being seen as well as the segment tracker, but when the surgeon went to place the segment tracker at the first level, the navigation was showing the segment tracker almost a centimeter to the left of the spinous process. The surgeon stated that he was physically touching the spinous process with the segment tracker. The site went back to the home screen to go to optical navigation to check and see if the reference frame had shifted, but the optical navigation was spot on. When the site went back into segmental tracking procedure, the same issue occurred. The site aborted segmental tracking all together and continued with the surgery. Because the delay already had increased the length of the surgery, the use of a different segment tracker was not attempted. The surgeon opted to abort the use of the segmental tracking. This issue caused a 10 minute delay, but did not impact patient outcome. It was noted that a manufacturer representative suspected the issue may be with the segment tracker rather than with the navigation system as the day prior to the surgery, a different surgeon performed a case with segmental tracking with no issues.